Event description:
A malfunction was reported on the customer's pump, displaying a code labeled "malf 12." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. A representative assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.